Manufacturer narrative:
Additional, changed, and/or corrected data: g3. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A provider reported that they have a patient that was treated with coolsculpting and the patient developed a case of paradoxical adipose hyperplasia.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated to the submental area and has developed paradoxical hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, d1, d4, g1, g3, h6.

Event description:
Allergan aesthetics received a report of a patient who was treated to the submental area and has developed paradoxical hyperplasia.